Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer' spouse reported via phone call of issues with customer's high blood glucose levels. The customer's blood glucose level at the time of incident was either 515mg/dl or 517mg/dl. The customer states they treated with manual injections. The spouse was unable to troubleshoot the device due to customer not being present with the pump. The customer would be calling back at a later time to conduct troubleshoot.